Manufacturer narrative:
Convatec is contacted and the sales rep agrees to pick up the tube for forwarding to qa. At pick-up the tube has been cleaned and the material of the cuff appears normal and there are no "barbs". The tube will be forwarded to qa. Contact person at the ICU, (B)(6). The event will be reported to the authorities by anesthesiologist (B)(6) has been in contact with the ICU med aff mgr., (B)(6) has been in telephone contact with (B)(6) today, the doctor is not on duty and unreachable. The ett was removed from the patient's airway in order to cease mechanical ventilation via a respirator. No other details are known at this time. The customer service nurse will be speaking with the attending physician ad report on her findings. While it is known that this event is serious because the tracheostomy was performed after this incident, it is yet unclear if the inability to deflate the balloon cuff, resulting in removal of the ett with it still inflated, is causally related to this issue, or if a tracheostomy was planned multiple attempts to contact the care provider for additional information have been unsuccessful. The determination of serious ae previously noted remains unchanged due to the patient requiring a tracheostomy procedure because of broncheal edema.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from (B)(4)). This complaint was received as follows: "the patient is hospitalized acutely at the ICU of slagelse sygehus in (B)(6). A (B)(6) year old woman with respiratory insufficiency is intubated with ett-suction ((lot605889) ch 7) in order to be mechanically ventilated. The tube works fine, no comments on functionality while inserted. When the patient has recovered (may 15th) and the extubation is going to take place, the anesthesiologist withdraws air out from the cuff but is here after unable to remove the tube. She experiences resistance and does a bronchoscopia. There appears to be more air, so she withdraws once again, without being able to extube the patient. The patient is moved to the ear-nose-throat anesthesiology department (may 16th) for removal of the tube. Gel is applied and the tube is removed by force. By bronchoscopia, they find oedama in the trachea and the patient is tracheostomised. After removal the tube is inspected and the staff finds that the material of the cuff is hardened and there are some "barbs" on the cuff.